Event description:
Because of increased bilateral local symptoms pt had bilateral capsulectomies/removal and replacement with mcghan, right 320cc and left 340cc salines (bilateral marked bleed) in 1994. Post-operatively pt developed a staph infection requiring hospitalization. Non-infectious and bilateral exploration in 1994 which did not reveal periprosthetic infection. Since this issue, pt complained of continuing left-sided pain with intermittent episodes of swelling as well as progressive disabling systemic symptoms-"(see ros)"-pt desires removal of implants. Pt is otherwise healthy.